Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed a pulse test.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was confirmed. Upon investigation the monitor was unable to power on. Multiple components on the computer/analog and defibrillator pcas were damaged. The investigation determined that the damaged likely occurred when the driven ground relay de-energized during pulse firing, which resulted in high-voltage traveling to low-voltage circuitry. Due to the extent of the damage, the root cause for the de-energizing of the driven ground relay was unable to be determined. Initial MDR: device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (failed a pulse test) is being investigated. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed a pulse test.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (failed a pulse test) is being investigated. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.